Manufacturer narrative:
Device evaluation. The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct150 9.5 diopter, was performed on a male patient because he complained of poor visual acuity. It appeared that the doctor selected the wrong/incorrect iol power for the patient. The same model but 13.5 diopter was used as the replacement lens. A slight incision enlargement was made but no vitrectomy. Visual acuity improved to 20/25 -1 one day post-op. At one week post-op, the visual acuity was terrific at 20/25 +1. No further information was provided.